Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide (swg) is kinked when used on a patient.

Manufacturer narrative:
(B)(4). The customer returned one guide wire, one 3-l catheter and other various components for evaluation. Visual analysis revealed one kink on the guide wire towards the distal end. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 20mm from the distal weld. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .799mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned catheter with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a kink towards the distal end of the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide (swg) is kinked when used on a patient.